Event description:
It was reported that the rpm was not responding. A rotablator console was selected for use. During preparation, it was noted that the burr rpm was not responding. The procedure was cancelled as there was no device available from the failed procedure to perform rotablator. No patient has been concerned by the issue as the tests were done outside the patient's body. It was further reported that the rotational speed was unable to increase during test. No air leakage was noted. The issue was noted twice on two different days under two different physicians.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotablator console sn: (B)(4) powered up and functioned properly and passed the rotablator functional feature test. On visual inspection the rotablator console sn: (B)(4) was ok, with no scratches or dents and the warranty label was not damaged. All connectors functioned correctly.

Event description:
It was reported that the rpm was not responding. A rotablator console was selected for use. During preparation, it was noted that the burr rpm was not responding. The procedure was cancelled as there was no device available from the failed procedure to perform rotablator. No patient has been concerned by the issue as the tests were done outside the patient's body. It was further reported that the rotational speed was unable to increase during test. No air leakage was noted. The issue was noted twice on two different days under two different physicians.

Event description:
It was reported that the rpm was not responding. A rotablator console was selected for use. During preparation, it was noted that the burr rpm was not responding. The procedure was cancelled as there was no device available from the failed procedure to perform rotablator. No patient has been concerned by the issue as the tests were done outside the patient's body.